Event description:
It was reported that a large volume infusor had a black mark on the reservoir. This was identified during storage of the device. The device was filled with an unspecified amount of fluorouracil half strength. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Method codes were updated to reflect the device being evaluated. (B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed a black mark on the reservoir, deemed to be outside the fluid pathway. The reported condition was verified. However, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot manufactured from 10/24/2014 to 10/25/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.